Manufacturer narrative:
The customer reported that the cns (central monitoring system) screen would freeze and was overheating. Now it will not power on. The device was returned to nihon kohden and evaluated. When the unit was received it was noted that the front enclosure is damaged. Tape is helping to hold the front enclosure in place. The power button protector still works but is missing the bottom cap to hold the protector properly. Scratches were also seen all over the enclosure. The unit power supply was replaced and the device was monitored for an extended period of time. The device was also tested for quality and it was determined that the device was able to detect numeric data but unable to detect waveforms. The cd rom drived was also tested and failed to read the disc that was inserted. The graphic board still works but the fan that is attached to the graphic board is making noise intermittently. The unit would need a new hard drive, a graphic board and cd rom. The graphic board and cd rom are not in stock and are no longer available to order. The cns software was upgraded to version (B)(4) using an external cd rom. Currently awaiting return phone call from the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) screen would freeze and was overheating. Now it will not power on.

Manufacturer narrative:
Additional manufacturer narrative: the customer approved the repair. The nihon kohden repair center replaced the hard drive and power supply and then upgraded the software. The unit was then tested and monitored for an extended period of time. The device was then returned to the customer.